Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 30/oct/2006. Clarification to d6b explant date: device was explanted on an unknown date.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr on 20/dec/2011.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted.